Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue; the battery compartment is cracked and the pump has stopped working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted 06/30/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and investigated on 06/30/2015 with the following findings: review of the black box data revealed one record of ¿power on reset¿ recorded on april 30, 2015. On investigation, the pump was exercised for 24 hours without power interruption. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked above and below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.